Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('so painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), gastrointestinal disorder ("did you have bowel problem before essure"), urinary retention ("can't pee"), tooth fracture ("molar break off in pieces"), flank pain ("right/left flank pain") and back pain ("low back pain that aches into the legs"). The patient was treated with surgery (hysterectomy in december). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, gastrointestinal disorder, urinary retention and tooth fracture outcome was unknown. The reporter considered abdominal distension, back pain, flank pain, gastrointestinal disorder, pelvic pain, tooth fracture and urinary retention to be related to essure. The reporter commented: it was reported that she have been in bed all weekend with her period. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event right/left flank pain and low back pain that aches into the legs. Reporter was added. On 23-feb-2000: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('so painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), gastrointestinal disorder ("did you have bowel problem before essure"), urinary retention ("can't pee"), tooth fracture ("molar break off in pieces"), flank pain ("right/left flank pain"), back pain ("low back pain that aches into the legs") and mood swings ("mood swing"). The patient was treated with surgery (hysterectomy in december). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, gastrointestinal disorder, urinary retention, tooth fracture and mood swings outcome was unknown. The reporter considered abdominal distension, back pain, flank pain, gastrointestinal disorder, mood swings, pelvic pain, tooth fracture and urinary retention to be related to essure. The reporter commented: it was reported that she have been in bed all weekend with her period. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case-2019-211857 (duplicate) and 2019-218967 (duplicate) including references, source document, reporter information has been transferred to this case. Legacy device report num- 2951250-2019-11706. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('so painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), gastrointestinal disorder ("did you have bowel problem before essure"), urinary retention ("can't pee") and tooth fracture ("molar break off in pieces"). The patient was treated with surgery (hysterectomy in december). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, gastrointestinal disorder, urinary retention and tooth fracture outcome was unknown. The reporter considered abdominal distension, gastrointestinal disorder, pelvic pain, tooth fracture and urinary retention to be related to essure. The reporter commented: it was reported that she have been in bed all weekend with her period. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu5 and fu6 were processed together. Content from social media received. Case upgraded to serious incident. Event molar break off in pieces was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.